Manufacturer narrative:
Investigation results: one IV administration set model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The set was missing a ring retainer that attaches the silicone segment to the top blue housing that does into the pumping chamber. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. The potential root cause of separation was due to the equipment not being capable to detect two rings. A change control was initiated to install an upgrade on pumping chamber equipment where the silicone tube and rings are assembled. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that air in line, medication began spraying from the tubing on the nurse.